Event description:
Blood backed into the system 97 pump. The intra aortic balloon was not returned to datascope for evaluation. The intra aortic balloon was discarded by the facility.(event complications: none from the event reported 6/22/98.) (Pt's current status: unk - reported 6/22/98.)